Manufacturer narrative:
(B)(4).

Event description:
The generator settings were two green bars and no seals made with the device were found to have reopened. The surgeon does not know what caused the hematomas. In addition to a vaginal hysterectomy, the surgeon was performing a salpingectomy and post/anterior plastic of the vagina. Fifteen days after the operation, the patient was readmitted after reporting pain. A 27x21mm hematoma was found to be infected and treated with antibiotics.

Manufacturer narrative:
(B)(4). The device was discarded by the facility and is not available for return. Questions have been extended requesting further information regarding this issue. To date, no additional information has been received. If the sample becomes available or if additional information regarding this incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used without any observed issues during a hysterectomy. However, a haematoma formed six to seven days post operation with an infection. An ultrasonic check of the patient was performed three to four days after the initial operation and no bleeding was present. Antibiotics were given to treat the issue.